Event description:
It was reported that during a da vinci s surgical procedure, the customer noted that the curved scissors single site instrument was not being recognized by the da vinci robot system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on the in-house da vinci robot system and driven with no problems. Instrument passed recognition and engagement tests. Additional observations not reported by site were broken main tube and deep scratches on main tube. Instrument main tube was found to be broken at the proximal end where tube enters the housing. Tube insulation also exhibited scratches and gouge marks near distal end. Engineering concluded that damage was likely due to mishandling. The single site instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Insertion and removal of instruments use care when inserting single-site instruments into the cannula to avoid catching the tip on the seal or cannula bowl and bending the shaft excessively. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.